Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified header epoxy at the bottom of the connector block. It is believed that the epoxy prevented the lead from fully inserting into the header.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead failed to remain in the svc df-1 port when tug test performed. Plugging the df-1 port was attempted, but the pin slipped out as well. The device was not used, and a substitution was implanted instead. The patient was fine throughout and after the procedure.